Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, a nurse called in during the procedure to report that they had issues controlling the endoscope and also had issues controlling instruments on the universal surgical manipulator (usm) 3 and 4. The intuitive surgical, inc. (Isi) technical service engineer (tse) checked logs and confirmed the error pointing to master tool manipulators (mtm) right. The tse guided the customer to shut down the system and connect the second surgeon side console (ssc) to complete the procedure. During the ssc connection, a broken blue fiber cable (bfc) was found. After replacing bfc with a spare, the ssc was connected and the system started up normally. The procedure was completed with the second ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the master tool manipulators (mtm) 2 and headrest foam. The affected part head rest involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The master tool manipulators (mtm) was analyzed and found to have an error 23027 during sine cycle. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.